Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, two prostyle sutures were successfully preplaced. The sheath was upsized to 24f, and the tevar procedure was completed. When locking the knot with the suture trimmer, the suture broke for both devices. A surgical cut down was performed with surgical suturing used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4: primary UDI number - a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.